Manufacturer narrative:
Concomitant products- model: 1882tc, competitor lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high-rate non-sustained episodes and sensing integrity counter (sic). Oversensing of artifact on the ventricular channel was also noted. The lead remains in use. No patient complications have been reported as a result of this event.